Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. After the impella was implanted, the patient went into ventricular tachycardia (vt). The patient was defibrillated. The pump was pulled back from the septal wall and the vt resolved. Support continued. Additional information noted that the patient's family decided to withdraw care. The patient subsequently expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Event description:
The complainant also reported that there were placement signal issues. Pump position was confirmed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue and cardiac arrythmia. The pump was not returned for investigation. The data log shows the signal-to-noise ratio (snr) trending down after the pump was remapped to p-9, with several improper position alarms during the start of the case. No known optical failure pattern was confirmed from the data log review. The cause of the optical signal issue was not determined since product was not returned. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include placement signal issue description. H6 updated to include placement signal coding. B7 other relevant history, including preexisting medical conditions updated.